Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels have been in the 500 mg/dl and 600 mg/dl range due to a recent injection. The customer declined troubleshooting for her hyperglycemia. The customer was treating with boluses and a temp basal of 150%. She stated that she is due to consult her doctor for further instructions. No product was returned or replaced.